Event description:
It was reported that obvious exfoliation was found with the nitinol guidewire upon opening of the package. It was mentioned that the patient's condition was good.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although a specific root cause could not be determined, potential root cause for this event could be, "inadequate material selection, and/or bonding between layers, degradation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that obvious exfoliation was found with the nitinol guidewire upon opening of the package. It was mentioned that the patient's condition was good.